Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates can not be determined.

Event description:
It was reported to boston scientific corporation that during the first biopsy in a coloscopy procedure they noticed per endoscopy that one jaw was missing from the radial jaw 3 biopsy forceps. No resistance was encountered during advancing the rj3 through the endoscope. It was reported that the missing jaw was not noticed while unpacking the rj3 biopsy device. The missing part was not seen in the bowel and that the pt did not experience any harm. Case was completed with another of the same device.